Event description:
Report received of a tubing separation from the luer lock of the male end. The customer reports that the set had been in use on the pt for two days. The pt was reported to have been sitting up in the chair visiting with family when the "tubing separated from the luer lock." The family called the nurse right away. It was observed that the luer lock remained in the pt's peripheral catheter and the tubing fell onto the floor. It was reported that "blood was all over." A new tubing set was immediately connected to the pt's IV site. The IV site remained patent. The infusion was an unspecified hydration fluid and possibly antibiotics. There was no report of adverse pt effect. Additional pt info was requested, but no further info was available.